Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temperature sensing catheter was displaying an erratic temperature. The complainant reported that the temperature would read 32 degrees, then drop to 27 degrees then increase to the 30s. A rectal probe was allegedly being used at the same time, and was read a consistent 31.7 degrees. No patient injury reported. The catheter was replaced with a new device.

Manufacturer narrative:
Received 1 used temp-sensing foley catheter. The reported event was confirmed as a user related issue. Per visual inspection, examined the wire and found it was still intact and properly connected to the solder joint in the thermistor plug. Dissected the tip end and found the tip of the sensor wire was not in the tip of the catheter. Tried to simulate the snaking by using excessive pull force and observed the wire retract up the lumen and gave rippling appearance in the catheter exterior. The catheter looks like it was stretched during use which caused the temperature wire to retract up the lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not stretch catheter. This will cause repositioning of probe." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temperature sensing catheter was displaying an erratic temperature. The complainant reported that the temperature would read 32 degrees, then drop to 27 degrees then increase to the 30s. A rectal probe was allegedly being used at the same time, and read a consistent 31.7 degrees. No patient injury was reported. The catheter was replaced with a new device.